Event description:
Device malfunction: device #2 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a suture break occurred and the device was removed from the patient. A second proglide device was used with the same results. Hemostasis was achieved using an angioseal. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1 proglide lot #69185-6h will be filed under medwatch MFR #2953144-2008-02095. The device is expected to be returned for evaluation. It has not yet been received.